Manufacturer narrative:
The reported complaint of not being able to find the device after magnet placement was confirmed. Based on the information provided, it was determined that the magnet was detected by the device. The root cause of the device not able to be interrogated cannot be determined as further information was unavailable.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.